Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the screw was confirmed visually to have a separated tulip head. Manufacturing files were reviewed and no anomalies were found. The threaded portion of the screw was not returned, only the tulip was retrieved. The exact root cause of the tulip disengagement is not determined.

Event description:
It was reported that the screw was being removed and tulip ripped off. I have only the tulip and am returning it. The surgical delay was ten minutes while they had to get the screw shank out.

Event description:
It was reported that the screw was being removed and tulip ripped off. I have only the tulip and am returning it. The surgical delay was ten minutes while they had to get the screw shank out.